Event description:
Customer reported damage on the insulin pump. The blood glucose reading was 122 mg/dl. Customer was unsure of how the damage occurred. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a cracked display window corner, scratched display window, cracked battery tube threads and a cracked reservoir tube lip.